Event description:
It was reported that upon review of remote transmission, noise was observed on the right ventricular lead. Other electrical values were normal. The patient would continue to be monitored.

Manufacturer narrative:
Final analysis of the lead found insulation damage at 13.8 cm -14.3 cm from the connector pin, consistent with friction to the device can. The damage found could have caused the noise observed in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicates the lead continues to exhibit noise. An insulation anomaly was observed under the suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.